Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric patient is a clinical trial participant in a study unrelated to the dexcom device. Study coordinators informed dexcom that the patient had a sensor fail four days after insertion. Upon removal of the failed sensor, the patient felt the retained distal piece of the sensor wire protruding from his skin. The patient was able to remove the retained fragment and has no swelling, pain, or other signs of infection at the insertion site.